Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead, along with a non-boston scientific right ventricular (rv) lead and pacemaker, experienced a pocket infection and the system was extracted. The patient was then implanted with a leadless pacemaker. No additional adverse patient effects were reported. The explanted products were not returned.